Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device was dropped to the ground, resulting in a cracked screen and an inability to unlock or use the device, after which a replacement device was shipped and the original unit remains pending return. Symptoms included no reported adverse health effects. Outcomes included the continuation of therapy on a replacement device. Investigation included troubleshooting and logistical follow-up with the carrier and the user to facilitate retrieval and return of the damaged device. Investigation of this device revealed physical damage to the device consistent with user-induced impact, with the display and housing affected and no evidence of a device malfunction prior to the drop. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact.